Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm during testing was noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests or verify the rewind anomaly and excessive no delivery alarm due to the buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump would not rewind after changing the set and that she smelled insulin in the reservoir on occasion. She changed the battery and it still did not rewind. She asked her roommate to put his finger in there and push it. The blood glucose ran as high as 300 mg/dl. The customer treated with manual injection. The customer stated that she has anxiety and did not want to continue panicking about the issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.